Event description:
The customer reported human chorionic gonadotropin (hcg5) calibration failures on an access 2 immunoassay system. There were no reports of erroneous results generated or impact to patient treatment in connection with this event. The calibrations failed for bad fit and the investigator notes imprecision on calibrator replicates.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts). The customer found loose fittings on top of the substrate cap, which can introduce air into the substrate fluidics line. Bec field service was dispatched to evaluate the instrument. The field service engineer (fse) found bubbles in the substrate fluidics module, which were cleared after priming. A system check subsequently performed passed. (B)(4).